Manufacturer narrative:
The evaluation of the asset found intermittent freezing of the image due to a faulty dp board. Additionally, video connector latch was loose causing a flickering image, dust/debris inside and outside of the video connector, cosmetic scratches on external top cover, faded front panel, and an out dated software version. The device was repaired to specifications and returned to asset stock. A review of the repair history shows the asset was last serviced on march 12, 2021; inspection only/no problems found. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The image from the evis exera iii video system center was found to intermittently freeze during a standard service asset inspection. There was no reported allegation of any problems associated with the device and there was no patient involvement reported to olympus.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. Based on the physical evaluation results, the likely cause of the reported malfunction was due to accidental failure of the synchronous system device of the dp board (video generation failure due to the failure of the if chip or the crystal oscillator which prevented periodic frame updating). Olympus will continue to monitor complaints for this device.